Event description:
It was reported that the pt monitor (gas and volumetric monitor) will not boot. No pt monitor related alarms available when it stopped working. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.